Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.